Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
An impella cp was placed via the femoral artery to support the 66-year-old male patient who ad been admitted in with cardiogenic shock and acute myocardial infarction, presenting in scai stage d shock. Any other underlying cardiac or systemic comorbidities are unknown. The pump was supporting the patient in the ICU when on day 2 of the support there was ventricular tachycardia(vt) treated by defibrillation and pump repositioning. The team did share there was underlying troponin leak and ischemia that could be contributing to the vt. The pump remains on for support despite the vt.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.